Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user that cna reports that post shower he/she was attempting to transfer resident using joern hoyer elevate lift with joerns deluxe stand aid sling from shower chair to wheelchair. Resident began to yell and demonstrate behaviors and began to slide out of lift sling. Can report he/ she and a second can assisted the resident to the floor. Complaint #(B)(4) was entered into our system.